Event description:
It was reported patient underwent a manipulation one months post implantation due to pain and bend in knee. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona articular surface, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-03333.

Event description:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 3007963827-2022-00332.

Manufacturer narrative:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 3007963827-2022-00332.